Manufacturer narrative:
During a call with tac (technical assistance center) engineer support customer conveyed that he did check the connector and did not find any possible damage with the connector. Customer also stated that all 180 scopes along with the two cable (maj-1430) were tested on another cart and all worked. The customer was advised that if 180 scopes, two maj-1430 video scope cables were all working on the other cart, it means this cv-190 processor has a problem with the front socket and it needs to be send in for repair. Other suggestion the tac told customer is to try to swap the cv-190 with another cv-190. To date, no device is return for evaluation, no other issues were reported. This report will be supplemented accordingly following investigations.

Event description:
During maintenance no image was reported when scope 180 series is being used on cv-190 device. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device return evaluation found faulty patient board set causing no image. In addition, worn out video connector was found causing poor connection. Based on the results of the investigation, it was presumed that image issue occurred due to failure of the internal board. As for the cause of the failure, since it has been about 7 years since the manufacturing, it was presumed that the failure occurred could be due to the long-term use and or due to use handling issue. Olympus will continue to monitor complaints for this device.